Manufacturer narrative:
H6: Malaise - Sweaty.

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (b)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No injury or medical intervention was reported.